Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. A transesophageal echocardiography for methicillin resistant staphylococcus aureus (mrsa) bacteremia was performed and it was discovered vegetation on this rv lead. Surgical intervention and intravenous antibiotics were needed to resolve the issue. The rv lead was explanted. No additional adverse patient effects were reported.